Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the speed potentiometer of the s3 double head pump was found to be out of tolerance during maintenance. There was no patient involvement. The sorin group field service representative tested the speed potentimeter with an external measuring device according the preventive maintenance guidelines and found the speed potentiomer to be defective. The speed potentiometer was replaced and the pump was tested. No further issues were identified. A technical safety inspection was successfully performed and the pump returned to service. The replaced speed potentiometer was inadvertently discarded and could not be returned to sorin group (B)(4) for further investigation. A root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Eval on site by sgd rep; parts discarded.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 double head pump was found to be out of tolerance during maintenance. There was no patient involvement.